Event description:
Medtronic rec'd info that this pt underwent scheduled repair for pulmonary stenosis, after initial correction with transannular patch with initial normal uneventful post-operative course. Actual catheterization and echo revealed moderate insufficiency, distal anastomosis stenosis with increased rv pressure. Initial balloon angioplasty was not successful. This conduit was explanted in toto, distal anastomosis revealed peel formation causing the stenosis. Otherwise conduit was normal, with soft leaflets. The prod was returned for analysis. No adverse pt effects were reported.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the prod met specs when released for distribution. Analysis: the inflow orifice area of the valve appears to have been horizontally cut at explant, due to host material that occluded the opening, to view the cusps on the inflow. All leaflets appear intact; slightly stiff but flexible except where pannus is present. Thick glistening off white pannus overgrowth extends around the circumference of the outflow significantly reducing the outflow orifice area. Pannus from the outflow orifice extends into the superior coaptive areas of all cusps onto two superior coaptive junctions extending partially onto the free margin of two cusps. Occlusion, due to pannus overgrowth, is noted adjacent to the distal anastomosis. Tan thrombotic appearing host material appears to be present in the belly of one cusp on the outflow. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device due to host tissue overgrowth. Device replaced with no reported adverse pt effects.